Event description:
A consumer (who is a physician) reported that he underwent intraocular lens (iol) implant surgery approx three and a half years ago. In the past four months, he has had some difficulty with vision like cloudiness and decreased sharpness. He reported that his surgeon informed him the iol has some damage, like spots in the stroma lens and probably needs to be replaced. Add'l info was received from the surgeon who stated that "to the best of my knowledge, there is nothing wrong with the lens implanted."

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. The product investigation could not verify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).